Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A premature detachment was reported with the adc freestyle libre sensor. Customer reported bumping into something and fell off on the 5th day of wear. As a result, customer experienced symptoms of hypoglycemia, feeling tired, had "blurry view" and was unable to self-treat. Customer was treated with lift first instinct glucose shot by third-party. There was no report of death or permanent injury associated with this event.